Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had insufficient/incorrect reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and found the customer did not inspect the device prior to use. The device was not precleaned and sat in a container for over an hour. Delayed reprocessing was not performed. A root cause could not be identified. Based on the results of the investigation, it is likely failure to follow instructions led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.